Event description:
During a laparoscopic cholecystectomy, the surgeon tried to use the 5mm hemoclip applier. It was put through a 5mm trocar. After 2 firings, the clip applier jammed. It would not come out of the trocar, so the trocar had to be removed as well as the applier. A new trocar (same size and brand) was placed and a new 5mm clip applier. The second one also did not fire. Was able to remove from the trocar. Replaced clip applier with a third one, fired and was able to be used the rest of the case.